Manufacturer narrative:
The customer confirmed that there were no discordant patient sample results obtained during the time of the event. There was no allegation of patient harm as a result.

Manufacturer narrative:
The investigation determined that a vitros tt4 result was likely obtained from the unintended tube/cup position when processed using a vitros 5600 system. The investigation identified a software anomaly associated with a specific sequence of events which allows a sample to be aspirated from the wrong tube/cup position of a sample tray using a vitros 5600 system. This can lead to a result or series of results that do not reflect the patient¿s condition leading to inappropriate intervention with the potential for serious injury to the patient. (B)(4). Refer to report number 1319681-4/13/2016-001-c. (B)(4).

Event description:
As part of a retrospective review of e-connectivity data to support an ortho clinical diagnostics (ortho) investigation it was determined that a sample fluid was aspirated from the unintended tube/cup on a sample tray using a vitros 5600 immunodiagnostic system. A vitros tt4 result of 133.887 nmol/l was obtained and may not be the correct result for the intended sample. The undetected sampling from a tube/cup other than the intended one could lead to the generation and reporting of a test result or series of test results that do not reflect the patient's condition leading to inappropriate intervention with the potential for serious injury to the patient. At the time of this report, the customer has been notified of this event. Ortho will be following up with the customer to determine any action the customer may take based on knowledge of this event. An amended report will be issued as necessary. (B)(4).